Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to a cryoablation procedure, the patient experienced pulmonary vein stenosis. It was noted that the patient was diagnosed via CT scan which demonstrated approximately twenty percent blockage. No further patient complications have been reported as a result of this event.